Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2021 for treatment of common bile duct stricture. The procedure was performed under general anesthesia with the patient in a semi prone, left lateral position. The physician reported that, due to the patients morbid obesity, there was a sharp angle between the neck and body. As the physician was trying to advance the scope into the esophagus via the oropharynx, he felt a give way and noticed a 6-7mm full thickness perforation in the pyriform sinus. The procedure was then aborted. According to the physician, the stiffness of the scope may have partially contributed to the event. The perforation was evaluated by an otolaryngologist and the performing physician and they determined that additional surgery was not required. The patient was admitted for observation. Post procedure, the patient complained of chest pain, but imaging did not show any significant air or fluid. The patient was worked up for cardiac etiology of chest pain. A few days after the procedure, the patient underwent a barium swallow that did not show any leak and the patient was started on clear liquids. The patient is reported to be doing well.